Manufacturer narrative:
In response to info displayed in association with an error code, a user removed bottle 5 (ethanol) from the instrument for approximately three (3) seconds at 13:04pm on (B)(6) 2013, which is insufficient to complete manual replacement of the reagent. The properties of the corresponding reagent station were then reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless a user enters an alternative value into the instrument software; and resets the number of cassettes processed and the number of cycles and days to zero. Although the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 5 (ethanol), the actual ethanol concentration remained as 57% because the reagent had not been replaced. The instrument software uses reagent concentration to schedule reagent stations when scheduling a protocol, and the reagent with the highest concentration is always used for the last step before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the final dehydration step in the runs exhibiting sub-optimal tissue processing. The required minimum final reagent concentration for ethanol is 98%. Using ethanol at less than the minimum concentration required results in re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps and contamination of reagents used in subsequent steps. The root cause for the sub-optimal tissue processing reported was a user error, which occurred during the replacement of ethanol in bottle 5 completed prior to commencement of the affected runs.

Event description:
Leica biosystems rec'd a complaint regarding sub-optimal processing approximately 523 cassettes from four (4) processing runs. The affected tissue samples were described by the complainant as over-processed. A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reviewed the instrument logs and noted that the concentration of the reagent in bottle 5 (ethanol) had been removed from the instrument for three (3) seconds and the properties of the corresponding reagent station reset. On (B)(6) 2013, leica biosystems rec'd info that three (3) pt samples were not diagnosable. As of (B)(6) 2013 info as to whether re-biopsy of any pt(s) has occurred has not been provided.